Event description:
According to an event report, bioglue was used in conjuction with suture to close the dura after a spinal procedure ( an indicated use in the UK, not an approved use in the USA). According to event details, a t-incision was made in the dura to provide optimal access to remove a tumor. Following removal of the tumor,the dura was closed with suture. A portion of the dural incision was difficult to visualize and reportedly difficult to close, resulting in a gap in the suture line. The surgeon used bioglue to seal the dural incision and was able to prevent csf leakage. The patient subsequently (date unknown) developed severe headaches, raised csf pressure, and a pseudomenigocele. The patient had symptoms consistent with meningitis with no evidence of infection. The patient underwent reoperation during which a mass with the consistency of " resin" was removed. The mass was reported to have been protruding through the gap in the suture line and was in direct contact with csf and spinal cord. The patient's condition improved following this surgery and no further complications have been reported to date.